Event description:
The customer reported an unspecified ECG issue. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported an unspecified ECG issue. There was no pt involvement. A philips field service engineer, during servicing/testing, discovered an error code 90009 and error code 20004 in the error log. The fse evaluated the device and confirmed this ECG malfunction. The parameter pca was replaced to resolve the issue. The device passed all testing and was returned to service. This was a malfunction of the parameter pca.